Manufacturer narrative:
Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had been filled with insulin. In addition, the customer refilled the cartridge and was advised to not reuse cartridges. There was no reported adverse impact to customer's blood glucose level. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.